Manufacturer narrative:
Na

Event description:
It was reported that the lead dislodged in 2009 during a coronary artery bypass graft (CABG). In the next day, the device was programmed to vvir while the patient recovered from the CABG. About one week later, the lead was successfully repositioned.